Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in saudi arabia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced stoma site discharge. A swab was taken, the results are unknown. The patient's physician decided to remove the tubing and discontinue duodopa. On (B)(6) 2024, the tubes were removed. The patient remained hospitalized for one day and was discharged home on sulfamethoxazole + trimethoprim 800/160 mg oral tablets for 10 days.